Manufacturer narrative:
The reported event of lead noise and worn insulation was confirmed in the laboratory. Final analysis found external insulation abrasions breaching the outer insulation and exposing the outer coil were found at 12.0 ¿ 12.3 cm from the connector pin and at 34.9 ¿ 35.3 cm from the distal tip. The cause of the reported incident was isolated to the damages observed at these locations. The damages found were consistent with lead friction to the device can or feature of patient anatomy.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited lead noise and the patient presented to the hospital for a scheduled lead revision procedure. After opening the implant pocket, it was visible that the insulation had worn away on the lead. The lead was then explanted and replaced without any issues. The patient was reported to be in stable condition.